Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen unreadable and unresponsive issue was verified, but the touch screen cracked issue could not be verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was not impacted. The customer reverted to insulin pens for insulin therapy.